Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by an eye care professional that a consumer used a year's supply of contact lenses and presented with "white spot" on her right eye. The ecp noted an ulcer on her right eye that was 0.5 mm in size and located at 5:30 o'clock mid-periphery of the cornea. She was prescribed with moxifloxacin hydrochloride 0.5% one drop every two hours while awake and ciprofloxacin hydrochloride 1/4" strip during hours of sleep. The ulcer was resolved after five days. It was further stated that the consumer had regular eye checkups, changed her contact lenses daily, and had no other eye infections. Additional information has been requested but not yet received.